Event description:
On 2026-feb-09 additional information was received from a patient representative and manufacturer representative (rep). The patient rep called back and mentioned previously reported information regarding the maximum settings (oor) message when connecting to the patient's implantable neurostimulator (ins). The caller added that they'd already met with the patient's doctor and that they were redirected to the manufacturer. The agent reviewed the role of patient services and the role of the rep, then redirected the caller back to the patient's doctor to further address the issue. The agent also sent an email to the field for visibility. On 2026-feb-11, the patient rep called back and reiterated that the therapy was still not working for the patient and they still kept getting the maximum settings message. The caller said since speaking with patient services on monday, 2026-feb-09, they hadn't heard a word about anything. The caller said they had an appointment with the patient's doctor around (B)(6) and the doctor took x-rays to check to see if everything was in place since the patient fell and the caller said the doctor told them that there was nothing wrong with the implant and told them that the manufacturer needed to handle it and do some programming on it. The caller said they'd texted their representative (rep) about their concerns (they said they had been "assigned" to this rep when the patient was first implanted and said that this rep had always been the one they reached out to when they had problems or needed assistance although they said they weren't sure if they notified the rep of the max settings message) at least 3 weeks ago and the rep had told them they were in surgery. The caller said in the past the rep had told them to call patient services if they weren't available. Patientservices reviewed the role of the patient services, the rep and the their doctor with the caller and directed the caller to follow up with the patient's doctor and the doctor could page a rep to come to an appointment to meet with the caller and patient if needed to assess the issue but also offered to send another email to the field to escalate the issue once more. The caller said they would reach out to the patient's doctor. On 2026-feb-12, the rep replied inquiring why patient services couldn't help the patient over the phone. Replied back to the rep explaining the issue and closed case again. On 2026-feb-13, the rep said they met with the patient at the doctor's office and checked the patient's impedance. The rep reported that all electrodes had >4000 high impedance. They reiterated that the patient had a bad fall two months ago. They reported the plan was going to be that the patient was going to get a full replacement. Email did not require a response. Closed case again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the caller reported the patient had been trying to get the stimulator to go to a different program but kept getting an error message that it is as high as it will go and patient was not feeling anything. The caller confirmed the patient was getting a message that said maximum settings have been reached. The patient had tried all 7 programs and was getting this message on all programs. Presently the patient was set on program 7 and could not increase amplitude higher than ma. The patient has parkinson's and had a fall about 2 months ago and fractured their rib. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The caller confirmed they have an appointment scheduled for next week, but could not recall the doctor's name.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had a bad fall which attributed to the lead detaching from the ins.

Event description:
On (B)(6) 2026 additional information was received from the manufacturer representative. The rep reported that the root cause behind all the patient's device issues was the patient's fall. The rep indicated that the patient would be getting a full device replacement on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.